Event description:
It was reported that a patient was implanted with a prodisc l device at l5/s1 on (B)(6) 2024. The device was removed on (B)(6) 2024. No reason for removal was provided.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device at l5/s1 on (B)(6) 2024. The device was removed on (B)(6) 2024. No reason for removal was provided. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to an acceptable level. The removed implant will be evaluated following exponent's approved prodisc l device evaluation protocol. The report will be issued under (B)(4). No imaging was provided. A prodisc l removal occurred, but the reason for the removal is unknown. This report is for 3 of 3 devices in this event.